Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 40 -50 mg/dl due to needing settings adjustments. The customer received assistance from school nurse who provided carbs to consume and monitored the patient. Reportedly, customer consulted their healthcare provider who assisted in adjusting settings to better meet customer's needs.